Event description:
It was reported that during an implant procedure on (B)(6) 2026, a cerebrospinal fluid (csf) leak occurred while the physician was placing a lead. As a result, a blood patch was performed to address the issue. The investigation did not determine which lead the allegation is against.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10892148. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.